Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they, had clicking and pain in their jaw, bite misalignment, and tooth discoloration which have been caused by the aligners.